Manufacturer narrative:
Age not provided by the reporter. Brand name and model#, catalog#, serial#, lot#, expiration date, other# are unknown and not provided by the reporter. 510 k is unknown.

Event description:
It was reported that the implant was fractured but since the bone was healthy at the tooth site, it was decided by the clinician to not removed the implant.

Event description:
No new event information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of the report, date received by manufacturer, type of report, follow up report, device evaluated by manufacturer. Method code updated to 4112 and 4114. Results code updated to 3252. Conclusion code updated to 4307. One unknown zimmer implant was not returned for investigation. Reported event was confirmed by review of radiographs. DHR and complaint history reviews could not be performed since the lot and item number associated with the device were not provided. Review of appropriate documentation was performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.